Event description:
It was reported that when using the bd pyxis¿ es server, all new orders were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to pyxis. A technical support specialist dialed into server and addressed the issue by following knowledge article (med es server messages not processing concurrent error). The bd pyxis external inbound processors service was stopped, and hotfix es 1.11 was successfully applied. The service was then restarted without issues. Log monitoring at the specified location showed no errors indicating stalled inbound processing. The service was currently operating normally, with no messaging issues observed. The system functioned as intended after the technical support specialist troubleshot the device.